Manufacturer narrative:
Event date: 10feb2020. Report date: 03mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the device had a white display. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported. The device was evaluated by the field service engineer. The field service engineer replaced the liquid crystal display (lcd) to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.